Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pacing lead impedance measurement greater than 2000 ohms. Additional information was received indicating that the lead was tested with pacing system analyzer (psa) and high out-of-range impedance measurement was also observed. The lead was abandoned surgically and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead was later explanted during replacement of the right ventricular (rv) lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigations will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information was received that the lead came out in pieces during explant and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.